Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call a bolus anomaly. Blood glucose at the time of incident was unknown. The customer states they received a bolus anomaly when they attempted to set a bolus corrector. The customer states the pump was switched off for two weeks. The customer was advised that may have contributed. Troubleshooting was not able to resolve the issue. The device will not be returned for analysis.